Event description:
The facility reports the patient was being transported from one location to another when the complete lift hanger came off the lift carriage. The hanger and patient fell to the floor. No injuries were reported.